Manufacturer narrative:
(B)(4). (B)(4) became legal manufacturer of this product on october 14, 2016 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
It was reported that the surgeon removed an instratek arthroereisis implant. Implant failed. He took it out easily and did a triple arthrodesis.